Event description:
As reported by the field clinical specialist, approximately 1 year 8 months post implant of a 23mm sapien 3 ultra valve, the patient presented with paravalvular leak (pvl). A balloon valvuloplasty (bav) was performed using a 23mm commander delivery system to post dilate the valve. Patient is doing well after the bav. Per the report, there was no edwards device malfunction or pre-mature failure.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing or dimensional analysis could be performed. In addition, relevant imagery and medical records were not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, it states that the nominal inflation volume for a 23mm commander delivery system is 23ml. In addition, paravalvular leak (pvl) is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for paravalvular leak (pvl) was unable to be confirmed as no applicable imagery or medical records were provided for evaluation. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. In this case, there was no allegation or indication of a product malfunction contributing to this adverse event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, 'approximately 1 year 8 months post implant of a 23mm sapien 3 ultra valve (using -1cc of volume), the patient presented with paravalvular leak (pvl). A balloon valvuloplasty (bav) was performed using a 23mm commander delivery system to post dilate the valve. Patient is doing well after the bav.' This indicates that the valve could have been under-deployed leading to pvl overtime. In this case, available information suggests that procedural factors (under-deployed valve) may have contributed to the event. However, without further information, a definitive root cause is unable to be confirmed at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.